Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having cough. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged a cough. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. External evaluation found no evidence of physical damage, significant contamination, or corrosion. Internal evaluation found no evidence of foam degradation or contamination. Product investigation lab did observe a faint dusty smell and light dust accumulation on the blower and blower impeller. The device's downloaded event log was reviewed by the manufacturer and found 2 instances of e-53 continue errors. The manufacturer was unable to confirm the customer's complaint. The manufacturer does conclude that the light dust contamination that was observed could be from normal wear and tear. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Please see section h6 for this updated coding and information.